Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery. A puncture hole was identified in the pressure regulating balloon. The balloon was removed and replaced. No patient complications were reported in elation to this event.